Event description:
Edwards received notification that this patient underwent a valve-in-valve procedure due to bioprosthetic valve degeneration leading to a ruptured leaflet with severe regurgitation.. The pre-existing surgical valve had been implanted for approximately 17 years. An edwards transcatheter valve was successfully implanted with an excellent outcome.

Manufacturer narrative:
Additional manufacturer narrative: this device is not sold or marketed in the us but is similar to a device model 6625-lp. Brand name: carpentier-edwards duraflex low pressure mitral bioprosthesis. PMA #: p870077. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthetic valve replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient underwent a valve-in-valve procedure due to bioprosthetic valve degeneration. The pre-existing surgical valve had been implanted for approximately 17 years. An edwards transcatheter valve was successfully implanted with an excellent outcome.